Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the black box indicated one unexplained reboot occurred on (B)(6) 2017. There was no evidence of any moisture or corrosion in the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally with functional auditory and vibratory features. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.